Manufacturer narrative:
Remove (2)8100 from concomitant products. The customer¿s report of a ketamine overinfusion (possible tampering) was not confirmed. A review of the event log showed that at 2:23 pm on (B)(6) 2016 the pump module was programmed to infuse ketamine 100mg/50ml at 4.62ml/hr. At 12:21 am on (B)(6) 2016 the dose was changed to 0.15kg/mg/hr which made the rate 3.47ml/hr. The infusion continued from 2:23 pm on (B)(6) 2016 until 9:38 pm on (B)(6) 2016. During this period the infusion was paused 3 times for an approximate total of 3 minutes and 2 seconds and alarmed multiple times for patient side occlusion and once for fluid side occlusion. A volume of 132.478ml was recorded as being infused during this time. The root cause of the ketamine overinfusion (possible tampering) was not identified. No devices were returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a patient was receiving a ketamine infusion between (B)(6) 2016. The customer is investigating what may have contributed to the ketamine infusing 'more quickly than anticipated'; they suspect there may have been tampering of the equipment involved. There was no patient harm reported.